Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was not beeping for alarms. The customer's blood glucose level was reported to be 72mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. However, the pump failed to audio alarm during the self test. The pump was received with a faded serial number label. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the display window, case and keypad overlay.